Manufacturer narrative:
Section a3, a4 a5 : unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) cracked after being delivered into the eye. The doctor successfully removed the lens without any complications. Additional information revealed that the zcb00 was noted to have 2 horizontal cracks in the peripheral optic area after it was inserted into the eye. The iol was somewhat difficult to advance forward in the cartridge with the inserter, and there was initial resistance regardless of the amount of viscoelastic used. It was removed and replaced during the same procedure with another j&j lens. The patient appeared comfortable during and immediately post-procedure. Further information suggest the patient is making slow but appropriate progress with visual acuity with no negative outcome. No further information is available.